Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v471354, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient said their implantable neurostimulator wasn¿t working. Additional information has been requested but was not available as of the date of this report.